Event description:
A doctor had one incident of medicine exposure to their eye allegedly associated with leakage or disconnect between the needle and the needle protection device. No treatment required.